Event description:
Underdelivery noted during biomedical engineering preventative maintenance testing. The customer reports that using the test procedures in the device manual and with several different cassettes, the device consistently underdelivered. The amount of underdelivery was not recalled. There were no reports of any adverse events when the pump was in pt use. No add'l info is available.

Manufacturer narrative:
Test and investigation confirmed the reported underdelivery. The pump was tested with two different cassettes and two different settings. Delivered with > -50% of programmed dose for primary and secondary lines. The failure was caused by a loose stop nut on the plunger collar.